Event description:
It was reported that the patient was not able to charge ipg properly anymore. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.